Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 03/15/2016 a medtronic representative, following-up at the site, reported the site representative, (B)(4), reporting this issue stated: I have come to the conclusion that the reference frame must have somehow moved during the draping. There is no other logical explanation as I tested this machine on a phantom and had no problems at all. We have used the navigation system many times since this incident with no problems at all. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial biopsy procedure, after the site registered the patient and verified their instruments, as soon as they touched the scalp of the patient the exams moved off the screen. The site representative stated they were accurate during registration, however, in the navigate screen, as soon as they brought the passive planar probe into the field the exams would move off screen. Noted was that the reference frame did not move after draping the patient. In trouble-shooting, the site was instructed to adjust cross-hair movement, confirm there were no other instruments in the field, change probes and re-start the navigation system, however, these steps did not resolve the issue. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.